Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. .

Event description:
It was reported that a 980 ventilator graphical user interface (gui) display was unresponsive to touch. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Catalog number and unique identifier (UDI) number added . Evaluation codes method, result and conclusion. Device evaluation summary: the service engineer evaluated the ventilator and replaced the line interface 2 printed circuit board (pcb). The ventilator passed all testing and was returned to the customer for clinical use. The line interface 2 pcb was returned for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The pcb was attached to the failure investigation test ventilator for analysis. The ventilator was placed into normal ventilation mode for 24 hours with no errors or alarms observed during the runt time. The pcb passed functional testing. The reported event could not be duplicated under test conditions. There was no fault identified. If information is provided in the future, a supplemental report will be issued.